Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacture representative (rep) on 2017-nov-21. The rep stated that the systemwas replaced with new leads and a new implantable neurostimulator (ins) as it was time to replace the ins. The patient is getting excellent coverage with the system. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacture representative (rep) on 2017-nov-21. The rep was unable to determine why there were high impedances. The leads and battery would not be returned. No further complications were reported/are anticipated.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for spinal pain. The rep reported that the patient lost therapy. The rep met with the patient in the office on (B)(6) 2017 to check impedances. Impedances on the 0-7 lead were all high; most were greater than 40,000 ohms. Impedances on the 8-15 lead were all good but the patient does not get therapy coverage with only the 8-15 lead. The patient¿s doctor would take an x-ray. The event date was noted to be (B)(6) 2017. No further complications were reported/are anticipated.